Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 08/21/2017, the reporter alleged that on (B)(6) 2017 the patient experienced a blood glucose of over 300 mg/dl with large ketones, confusion, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the pump was resumed after replacement, and the patient received treatment from their health care provider via phone advice of insulin via injection. During troubleshooting with customer technical support, it was revealed the reporter was told not to use the cartridges over 72 hours but was changing them every 4 to 5 days. The patient¿s physician stated they wanted the pump replaced due to the high blood glucose levels not being resolved every time the patient is on the pump. Further troubleshooting was refused. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: a review of the pump¿s black box history showed the last basal delivery was a 1.05 unit ezcarb normal bolus on (B)(6) 2017. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.